Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturer. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no.), d6b, g3, g6, h2, h6, h10. Corrected field: d3 (manufacturer). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2000 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, "an incision was made through the umbilical area. The hernia sac was dissected out. A small perfix plug (device 1) was placed into the umbilical defect and secure it with sutures." On (B)(6) 2010 - patient was diagnosed with incarcerated recurrent ventral incisional hernia, inflammation thereby underwent laparoscopic repair with explant of perfix plug (device 1) and implant of synthetic mesh. Per operative notes, "a horizontal incision was made through previous incision site. The hernia sac was dissected out. There were inflammations which were removed from abdominal wall. Previously placed (device 1) was excised sharply. A synthetic mesh was placed into the abdominal wall and secure it with sutures." On (B)(6) 2016 ¿ patient was diagnosed with incarcerated ventral hernia with small bowel obstruction, adhesion, hereby underwent laparoscopic repair with implant of ventralight st mesh (device 2) and explant of synthetic mesh. Per operative notes, "an incision was made through umbilical region. The hernia sac was dissected out. Previously placed synthetic mesh was excised. There were dense adhesions which were taken down. A ventralight st mesh (device 2) was placed into the defect and closed with sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2000. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.